Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were inconclusive to resolve. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, prior to the case, the surgeon was made aware of the patient's vessel size, positioning from the bifurcation, and the presence of plaque at the access site. Following a tavr, an 18f manta closure device was deployed. Arterial access was obtained by micro-puncture, no ultrasound was used. The vessel size was 6.1mm with a depth measurement of 5+1. Vessel arteriotomy had moderate anterior and posterior calcification. No complications reported during the deployment procedure. A post-angiogram revealed an occlusion around the area and distal to the manta implant which ceased flow to the limbs. The surgeon opted to perform a surgical cut-down. The root cause of the occlusion was likely due to calcification and the manta toggle possibly adhering to the plaque; however, due to insufficient information for investigative purposes, the root cause remains inconclusive.the IFU was reviewed and confirmed to list warning: the following potential adverse events related to the deployment of vascular closure devices have been identified: ischemia of the leg or stenosis of the femoral artery. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Arterial access should be gained using the micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Manufacturer narrative:
Device has not returned for evaluation and an investigation has been opened to review device history record, and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: 18f manta was used in a tavr to close, deployment went well. Post angio noticed that around the area and distal to manta, clot /plaque which was cutting off circulation to the distal limbs. The decision was made to preform a surgical cutdown. Patient doing well post op.